Event description:
It was reported that balloon rupture and balloon detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. After it was ruptured, it was caught in the non-bsc sheath and when it was pulled out, the balloon part was separated. Since the separated part was on the wire, the blood vessel was incised and the separated part of the device was removed from the body. The procedure was completed and no patient complications were reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is separated 43.7cm from the hub. The inflation lumen is separated 49.4cm from the hub. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found confirmed the reported separation.

Event description:
It was reported that balloon rupture and balloon detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified arteriovenous fistula. A 4.0mmx40mmx40cm (4f) sterling balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. After it was ruptured, it was caught in the non-bsc sheath and when it was pulled out, the balloon part was separated. Since the separated part was on the wire, the blood vessel was incised and the separated part of the device was removed from the body. The procedure was completed and no patient complications were reported.